Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator system was removed after vegetations were noted on the leads. The patient was stable. Related manufacturer reference number: 2017865-2019-06294, related manufacturer reference number: 2017865-2019-06296, related manufacturer reference number: 2017865-2019-06297.